Event description:
(B)(4). Chronic fatigue, numbness and tingling in arms hands legs and feet, depression, anxiety , back pain, stroke like symptoms that put me in the hospital for 24 hours, my insurance, (B)(6), covered the device.